Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No error alarms or keypad anomaly could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she accidently got the insulin pump wet. Customer's blood glucose was 234 mg/dl. The device was fully submersed. The device fell in the lake. The device alarmed multiple alarms and has a blank display. The buttons on the device are not responding. The device went blank after being exposed to moisture. Customer reported the device has a constant tone. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.